Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure an "e22 - motorpack error" message was generated by the aquabeam robotic system. The aquabeam handpiece was replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Root cause is not yet determined, investigation is currently underway. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was not returned for investigation. The investigation is based on the information received plus a review of the treatment log files, device history record and labeling. The treatment log files confirmed the reported error message. A total delay of 20 minutes and 17 seconds were confirmed. A review of the device history record (DHR) (B)(4) / serial number (B)(6) and aquabeam handpiece / lot number 22c02047 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104-00 rev. G, was reviewed and states the following: table 5 system detected errors and faults. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Although a review of the treatment log files confirmed the reported failure mode, the root cause was unable to be established as the device was not returned for investigation. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.